Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly for analysis. Signs of use in the form of biological material was observed on the guide wire tubing. Visual examination revealed that the guide wire was unraveled near the distal end of the extrusion. Microscopic examination further revealed that the distal weld had separated form the core wire and the coils. The distal weld was not returned by the customer. Two kinks were also observed on the guide wire extrusion. The guide wire length measured 43.5cm, which is not within the specification limits of 33.1cm-33.98cm per the guide wire product drawing. The guide wire outer diameter was within specification. The two kinks in the guide wire measured 122mm and 132mm from the distal end. The msk for the finished kit was reviewed as part of this complaint investigation. The guide wire in the graphic does not match the guide wire that was returned by the customer. A device history record review could not be performed as no lot number was provided, and there is no customer sales history to obtain a potential lot number. The IFU provided with the kit warns the user, "to reduce the risk of spring-wire guide damage, do not retract spring wire guide against edge of needle while in vessel." The report of a separated guide wire was confirmed through complaint investigation of the returned sample. Visual examination revealed that the distal weld had detached from the core wire and the coils. Additionally, the guide wire was unraveled and contained two kinks. The returned guide wire did not pass all relevant dimensional requirements. The msk for the finished kit shows a straight guide wire in the kit. The sample that was returned by the customer does not match the guide wire that it portrayed in the kit. Based on the customer description and the sample returned, the root cause cannot be determined as the reported sample does not match the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the arterial line/ guide wire frayed during insertion in emergency dept.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the arterial line/ guide wire frayed during insertion in emergency dept.